Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was in the incorrect code. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during (B)(6) 2014. The patient reported using self adjusting insulin to manage her diabetes. The patient reported a couple weeks after the alleged issue first occurred, she became ¿sweaty, hot, shaky, and seeing blue in front of her.¿ the patient reported on (B)(6) 2014 at 4am she had something to eat or drink as treatment. At the time of troubleshooting, the alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she was unable to test her blood glucose and developed symptoms suggestive of hypoglycemia.